Event description:
(B)(4) - the dealer reported that the alr19hbfr mechanical wheelchair slide tube will not stay in upper support, and the right brake handle was broken. There was no patient injury reported.